Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade unknown, possible rupture because the left side is flatter, implant is poking at the top, too tight, folded, little bump, and pain. Healthcare professional called to confirm that capsular contracture is baker grade IV. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.